Manufacturer narrative:
There has been a previous report received where this malfunction resulted in a serious injury. Therefore, it must be presumed that recurrence of this malfunction could possibly cause or contribute to a serious injury or require medical or surgical intervention to preclude such. As such, this event is reportable per 21cfr part 803. During evaluation handpiece had burnt mark on cap. Cap would stick inward position sometimes during bur insertion. Also found cap damage from coming in contact with rotor. Turbine was noisy due to cap bearing failure on turbine. Handpiece didn't heat up doing cap temp test. But cap sticking could result of handpiece getting hot. Also debris from cap bearing striped gears on head drive gears.

Event description:
It was reported that a midwest e plus 1:5 ca overheated during use and burned a patient's cheek and gums. The doctor recommended a combination of nsaids and tylenol every 4-6 hours for pain.